Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 290 units of insulin. The following day, the customer reported that the fill estimate did not adjust accordingly. At the time of the reported event, the customer declined to perform troubleshooting on the reported issue. There was no reported impact to the customer's blood glucose level.